Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose events. The customer had symptoms such as difficulty breathing, constriction in her face, and tingling in her hand and arms. Customer treated with manual injection. Customer's blood glucose value was 12.1 mmol/l at the time of call and blood glucose reading of 15.1 mmol/l at the time of incident. Customer reported that the insulin pump under delivered insulin due to blood glucose continued to rise even after bolus has been delivered. Customer declined further troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Customer also requested for a replacement infusion set. Reference (B)(4) infusion set.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.